Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the returned portions of vertecem v+ cement were forwarded to the manufacturing site (osartis gmbh) and were checked for conformance to the specifications. Abstract from supplier: the batch documentation and the test of the retain samples of the affected batch does not show any deviations. This production lot (8d53241) was manufactured in july 2018 according to the specification with no non-conformities reported. The standard application behavior is specified for handling at 23 °c. Lower temperatures in the or and during storage of the device in advance of the procedure generate also longer application and hardening times. No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 07.702.016s, lot: 8d53241, manufacturing site: selzach, supplier: osartis gmbh, release to warehouse date: 23 july 2018, expiry date: 01 april 2021. The review of the certificate of conformity showed that this lot was processed through normal manufacturing and inspection operations with no rework or nonconformities noted. The review of the certificate of conformity showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(510k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure using the vertecem v+ cement kit. The operating room temperature was 16 degrees celsius. After forty-four (44) minutes, the mixed residual cement was still soft and only became hard after fifteen (15) more minutes. Procedure outcome is unknown. No patient consequences were reported. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not implanted during surgery on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.